Event description:
A doctor from the facility reported to baxter (B)(4) of an administration set in which tubing separated from the drip chamber. The reported condition occurred during infusion of taxol medication. A patient was involved. The patient and operator of the therapy ((B)(6)) came in contact with the drug on their skin. The operator felt an unpleasant sensation at the palate and at oral mucosa. There is no additional report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. If additional information or samples become available, a follow-up report will be submitted.